Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received indicated that the patient's ipg still provided therapy. Further diagnostics indicated that the elective replacement indicator (eri) triggered earlier than intended. A wireless software update was performed clearing the message.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.